Event description:
Reportedly during transport the device would intermittently drop out of advisory mode, or stop analyzing the pt rhythm. The operator had to repeatedly restart advisory and the analyze process during transport. Pt was not resuscitated, reporter stated device operation did not cause or contribute to pt outcome, based on an assessment of pt's viability.